Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name). Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
F24149684-1 : [final evaluation result] evaluation date: 2024/04/11 evaluator: (B)(6). Purpose of procedure: unknown event:the image color was abnormal due to faulty dp board. Pae judgment: pae-no investigation required: no investigation required tier classification: 3 universal failure code: cvp1143g containment measures: no (at this time, no facts have been confirmed to suggest that the reported event may expand.) F24149684-2 : [final evaluation result] evaluation date: 2024/04/15 evaluator: (B)(6). Purpose of procedure: unknown event:the image color was abnormal due to faulty dp board. Pae judgment: pae-no investigation required: no investigation required tier classification: 3 universal failure code: cvp1143g event:front panel switches not functioning pae judgment: pae-yes investigation required: investigation required tier classification: 2 universal failure code: cvp3132 containment measures: no (at this time, no facts have been confirmed to suggest that the reported event may expand.)

Event description:
It was reported the video system center front panel buttons didn't work. There were no reports of patient harm.